Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also mentioned that the patient had a discomfort due to the location of the ipg. The patient underwent a revision procedure wherein the ipg was relocated to a more comfortable location. The patient was doing well postoperatively.